Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the universal battery charger device did not work. According to the report, battery charging was not possible. It was reported if the device was used in surgery. There were no delays to a scheduled surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. It was reported that there were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that all leds were flashing up to eight seconds when the device was switched on. It was determined that this process normally takes only one second. It was determined that after about ten minutes, the blue led was also flashing up. There were no signs of damage by dropping; however, inspection criteria for power-on test, charger self-test, charging and refreshing function tests failed. Therefore, the reported condition was confirmed. However, the reason for this failure could not be detected. The device was sent to the supplier for further investigation and identified a faulty component in the charger device. The assignable root cause was determined to be due to an electrical component (opto-coupler) inside the charger device that was found to be out of order. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be sent accordingly.